Event description:
It was reported that there was a confirmed alert indicating the device requires further evaluation and repair by ICU occurred during testing. Additionally, the investigation identified that the device failed the motor test, an issue that could result in a hazardous situation, therefore making this investigation reportable.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was verified in review of the device event log and during functional testing. The issue was traced to the device rotating assembly, which required cleaning and debris clearing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The rotating assembly was cleaned and the device passed all testing.